Manufacturer narrative:
08/13/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 08/21/2015 a medtronic representative, following-up at the site, reported the navigation system is functioning normally and the accuracy is correct. Noted was that the event information was reported to mnav rep by the site radiographic technologist (rt). 08/24/2015 a medtronic representative, following-up confirmed the imaging system was accurate. 08/28/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. 09/03/2015 another medtronic representative, following-up at the site, reported the screws were repositioned intra-operatively using fluoroscopy. There was not an accurate account of a measured value of how far off the screws were. The patient outcome was a successful fusion surgery with delays within the operating room (or) due to moving the o-arm out and a c-arm in. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of several millimeters while placing a screw. No specific measurement, or further detail, was provided. The surgeon completed the procedure with the use of the navigation system.